Event description:
In approximately 2011, the patient began using the inratio system to monitor his inr. On or around (B)(6) 2014, the patient experienced internal pain and severe bleeding and subsequently received treatment in an intensive care unit (ICU). The patient alleges the inratio system produced significantly inaccurate inr results which prevented medical providers from prescribing a safe and effective dose of coumadin in a timely manner, resulting in the reported injuries. Historical records were obtained from alere home monitoring as additional information. These historical records included the following inratio inr results as well as the patient's therapeutic range: (B)(6). Per the historical records, on (B)(6) 2016 the patient inquired if health issues from 2014 to present could be caused by inaccurate readings as the patient "woke up in a hospital and they tested his blood, had an inr of 12+."

Manufacturer narrative:
On 01/19/2018, historical records were obtained from alere home monitoring as additional information. The following sections have been updated to reflect the additional information: (age at time of the event) updated to include patient age and date of birth. (Describe event or problem) and (other relevant history) updated to include additional information.

Manufacturer narrative:
Investigation conclusion: it is indicated that the product is not returning for evaluation. As the patient did not provide a lot number, a manufacturing record review and testing on reserve sample from the same lot could not be performed. Further investigation is not possible at this time. Based on the information available, there is no indication of a product deficiency and no corrective action is required.

Event description:
In approximately 2011, the patient began using the inratio system to monitor his inr. On or around (B)(6) 2014, the patient experienced internal pain and severe bleeding and subsequently received treatment in an intensive care unit (ICU). The patient alleges the inratio system produced significantly inaccurate inr results which prevented medical providers from prescribing a safe and effective dose of coumadin in a timely manner, resulting in the reported injuries. No additional information was provided.